Event description:
It was reported per field service report: intra-aortic balloon pump (iabp) is less than 12 months old. Pump was not on a patient symptom - display head lever spring broken. Helium loss #2, intermittent power on. Findings/action taken: found broken head lever spring; replaced display head. Found helium loss, very slow leak. Replaced pump assembly. Could not reproduce "intermittent power on." Replaced on/off power switch.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.